Manufacturer narrative:
Platelet distribution width as the prognostic marker in coronary bifurcation treatment. Doi: 10.1111/eci.12773. If information is provided in the future, a supplemental report will be issued.

Event description:
Two hundred sixty nine patients were included in this two-centre observation study. Of the 269 patients included in the study, 29 patients received a resolute onyx stent. Proximal main vessel - distal main vessel across the side branch, was the default strategy in all patients. During 12-months follow-up mace incidents (death and myocardial infarction) and target lesion revascularization were reported to have occurred.